Manufacturer narrative:
The analysis result for the el5ml instrument (a) found that it was returned with the cam broken, empty and with the lock out mechanism fired through. The instrument is designed to lockout when all the clips have been fired. However, it was noted that the orange indicator was beyond its intended position due to the lockout mechanism being fired through. No jamming issues were noted during analysis. While we were unable to recreate the event, we have documented the circumstances as they were reported to us. In addition, complaint information is trended on a regular basis to determine if further investigation warranted. No incident related to the reported event was observed during the batch record review. The analysis result for the el5ml instrument (b) found that it was returned empty and with the lock out mechanism fired through. The instrument is designed to lockout when the clips have been fired. However, it was noted that the orange indicator was beyond its intended position due to the lockout mechanism being fired through. No jamming issues were noted during analysis. While we were unable to recreate the event, we have documented the circumstances as they were reported to us. In addition, complaint information is trended on a regular basis to determine if further investigation is warranted. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during a cholecystectomy, the device jammed. Another device was used to complete the case. There were no adverse consequences to the patient.